Manufacturer narrative:
The device history record (DHR) could not be reviewed, as the device serial number was not provided. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors. H1 corrected data: section h6 type of investigation. The initial report for MFR# 2015691-2023-12938 was submitted with section g3 date received by manufacturer as apr 13, 2022: correct date received by manufacturer is apr 13, 2023.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned from a literature article and investigation that a 23mm 2700 aortic valve implanted for 7 years and 3 months underwent a valve-in-valve procedure due to severe stenosis and moderate regurgitation. The patient presented with heart failure nyha iii at the time of his viv. The procedure was performed with a 23mm 9750tfx transcatheter valve.